Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, disability and impairment.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bleeding (blood loss), pelvic pain, severe abdominal pains that cause her to black out (x3) (loss of consciousness), unable to have intercourse because of the pain (dyspareunia), urine leakage, urge and stress urinary incontinence, cramping, right vaginal tenderness with sling palpation, tight band of mesh palpated above rectum, atrophic vaginitis (inflammation), contracted posterior vaginal wall mesh, very tight mesh compressing rectum, chronic inflammatory changes (foreign body reaction), straining and pushing on vagina or around rectum with bowel movements, diarrhea, leakage of urine without warning with standing and after urination, urinary incontinence without sensory awareness, lower abdominal pressure, pelvic heaviness and dullness, sensation of incomplete bladder emptying, loss of stool and gas beyond control, pain with passing stool, sense of urgency with bowel movements, urinary frequency, excessive thirst, skin rash and soreness from leakage or vaginal bulge (rash), unspecified complications due to implant, unspecified bowel problems related to vaginal mesh, pain, tight piriformis, myalgia, myositis, right lower quadrant pain, vaginal stricture, vaginal shortening, pelvic floor muscle spasms (muscle spasms), muscle weakness, back pain and required additional surgical and non surgical interventions.